Event description:
The service repair tech (srt) reported that during preventative maintenance (pm) of the device, the 115 volt alternating current (a/c) power cord insulation of both neutral and power wires at terminal end melted together. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.